Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
Patient underwent a scoliosis procedure and confirmed via x-ray that two rods had broken six years after the intial procedure. The surgeon performed a revision to replace the broken rods.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of the fracture of a xia 2 rod was confirmed via visual inspection of the returned device. The surgical technique sates that ¿the implants cannot replicate the flexibility, strength, reliability or durability of normal healthy bone. The implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. The stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated.¿ none of the stated causes can be confirmed. Conclusion: the root cause of the rod's fracture cannot be determined.

Event description:
Patient underwent a scoliosis procedure and confirmed via x-ray that two rods had broken six years after the initial procedure. The surgeon performed a revision to replace the broken rods.